Event description:
It was reported by the patient that the implantable pulse generator (ipg) was not functioning correctly and one of the leads had not been activated. A physician later activated the lead. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.